Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-04097, MFR. Report # 3005099803-2010-04098 and MFR report # 3005099803-2010-04099). It was reported to boston scientific corporation that three ultratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician noted that the paint coating, for all three ultratome devices, came off inside the patient. There was no attempt made to retrieve the paint fragments. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. Patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length and distal tip were severely twisted and the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The blue paint band at the distal tip had peeled/chipped and score/scratch marks were present. The melted extrusion, created a tear measuring approximately 2 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole. A functional evaluation found that the device did not meet the bowing specification due to the melted/split extrusion and the severely twisted working length/distal tip. Additionally, the device was not bowing in plane due to the severely twisted working length and distal tip. The condition of the returned incident device was consistent with the complaint that the paint coating came off. During manufacturing, tome devices are 100% inspected, so the chipped/peeled paint is likely due to contact with some part of the scope (elevator), while being advanced. Therefore, the most probable root cause is caused by the other device. The most probable root cause for the twisted working length and melted extrusion is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-04097, MFR. Report # 3005099803-2010-04098 and MFR report # 3005099803-2010-04099). It was reported to boston scientific corporation that three ultratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician noted that the paint coating, for all three ultratome devices, came off inside the patient. There was no attempt made to retrieve the paint fragments. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.